Event description:
It was reported by dealer that the crossbraces are bent on the 9sl wheel chair. (B)(6) 2015 - dealer called back, states the chair was brought into shop by the end user's son and the provider just had the chance to look at the chair and noticed the left and right crossbraces were broke at the weld where they attach to the seat rail.